Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) was not required to be reviewed per company standard operating procedure since the device manufacture date is greater than one year from the event date. A getinge service territory manager (stm) was dispatched to evaluate the iabp unit. The stm was told by the customer that the tank icon showed empty while the tank gauge showed full. Upon arrival at the hospital, the stm noticed a maintenance required #5 and no tank icon on the iabp. The stm performed a tank transducer calibration in the diagnostic mode. The tank icon returned to the display and the iabp no longer displayed maintenance required #5. Subsequently, the stm completed all safety, functionality, and calibration checks and all tests passed to factory specifications. The iabp unit was cleared for clinical use and released to the customer. (B)(6).

Event description:
It was reported that during pre use check, the cs300 intra-aortic balloon pump (iabp) alarmed for an empty helium tank after a full tank had been installed. There was no patient involvement, thus no adverse event was reported.